Manufacturer narrative:
Sientra complaint #: case(B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Right-side MRI and ultrasound indicated rupture.

Manufacturer narrative:
Sientra complaint (B)(4). Sientra received the suspected device from the customer and performed a failure analysis. The device was returned and investigated, and the rupture was confirmed. The cause of the rupture is possible surgical instrument damage. Edhr did not identified any nonconformances. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.